Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open in the distal section. After several attempts to unfold the distal stent end (in distal m1), the end of the stent looked deformed. To fold the wings upwards, the physician caught the stent completely in the catheter and drove it out again (1 x). After several attempts it still did not open correctly. The physician tried to remove the ped2 to use another one, but the stent got stuck at the transition of the catheter stroke/capture sheath and was lost in the catheter. This required a replacement of the phenom as well. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient. The pipeline was not resheathed and removed with the microcatheter. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of an unruptured internal carotid artery aneurysm. Dapt (dual antiplatelet treatment) was administered. Access vessel was the femoral artery. Ancillary devices include a phenom 27 fg15150-0615-1s lot 232787599 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that treatment was completed using a different phenom 27 and a 5*14 mm pipeline shield. There were no causes or contributing factors for the event identified. There was no resistance during retrieval. The stent or wire was not visualized following removal, as the stent was lost in the hub of the phenom during retrieval. Accessory devices include shuttle sheath 6f, phenom plus 120 cm, and transend 0.014 microguidewire. The angiographic result post procedure showed somewhat delayed filling and washout of the contrast medium in the aneurysm. The patient was undergoing surgery for treatment of an aneurysm with a max diameter of 10 mm and a 5.33 mm neck diameter. Landing zone: distal: 4.1 mm and proximal: 4.85 mm. It was noted the patient's vessel tortuosity was normal.